Manufacturer narrative:
Zimmer biomet complaint number(B)(4). The following fields have been updated: h10: additional narrative a imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Device history record (DHR) review was completed for the subject lot number (1240254). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. See attached 1240254 pre ster_1-5 complaint history review was performed for the reported lot number (1240254) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Implant date not applicable. Explant date not applicable.

Event description:
It was reported that during implant surgery, the doctor noticed that the implant was missing from the packaging. Doctor placed another implant of different size.